Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1146 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that "before the utilization of the catheter for supportive therapy, as usual, a flush of saline solution was made, during which the patient felt a slight sensation of discomfort and burning in the cutaneous entry site of the PICC (exit site) at the level of the right arm; the nurse also noticed the leakage of a few drops of physiological solution from the exit site, for which she advised the physician who tried to verify ultrasound and the patency of the vein in which the PICC was inserted, confirming the absence of signs of thrombosis or fibrin sleeve. The PICC, after having been removed from the skin fixing system ((B)(4) @ lnterrad medical lnc), has been retracted by a few centimeters and the presence of a fissuring has been verified. The catheter fixation site was verified to correspond to the short portion of the catheter placed in the plane subcutaneous between the exit site and the entrance into the vein and in particular in correspondence of the metal anchor of the anchoring system ((B)(4) @) which is believed to have played a role in fissuring".